Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah that an unspecified number of devices leaked from the retracted needle opening. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-jan-2025. Investigation summary: bd received one photo and five samples for investigation. The customer's photo displays a device with blood leakage in the sample above the wing, with the cannula retracted. The five returned samples underwent functional tests and retraction lockout tests, all of which they passed with no evidence of damage to the device or leakage during use. Additionally, 30 retained samples were subjected to similar tests. All retained samples passed these tests, exhibiting no signs of damage or leakage, and were activated properly with no evidence of defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage after use based on the photo. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah that an unspecified number of devices leaked from the retracted needle opening. There was no health impact or consequence reported.